Manufacturer narrative:
The hardware investigation of the returned standalone xrelay board found that the reported event was related to an electrical issue. The board did not pass bench testing with both ac / dc voltages not present. 0 volts, fans do not come on and no leds are on. Relay did not pass testing with output pins 1 and 2 having a low resistances internal short. Varistor measured open. Both returned fuses were functional. The reported event was confirmed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the standalone power control board would not energize. While testing, the representative found the associate x-ray relay and fuses for the board were in acceptable condition. The representative then replaced the standalone power control board, fuses, x-ray relay and varisator for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, when the radiologic technologist (rt) on site attempted to take a 2d image, the generator for the imaging system stopped functioning. Restarting the system did not resolve the reported issue. The site then elected to bring in a second imaging system to resolve the reported issue. No additional information was provided. There was no impact on patient outcome.